Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. No signs of use was observed. It was noted that the guide wire assembly cap was missing from the returned contents. The guide wire was removed from the tubing and a kink was observed towards the distal end. Microscopic examination confirmed the damage and revealed that the distal j-bend was slightly misshapen. Further microscopic examination revealed that the distal and proximal welds were secure and intact. When assembled inside the guide wire, the location of the kink would be located inside the blue straightener tube, protecting it from damage whilst inside the packaging. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per guide wire product drawing. The guide wire outer diameter measured 0.801mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was passed through the returned arrow raulerson syringe (ars) and 18ga introducer needle. Despite the kinking, the guide wire was able to pass through both components with little to no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. A kink was observed towards the distal end of the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guidewire tubing. Based on the customer report and sample received, the potential root cannot be determined as it unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "(B)(6) 2025, emergency resuscitation room reporting, the nurse found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "15 feb 2025, emergency resuscitation room reporting, the nurse found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, emergency resuscitation room reporting, the nurse found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient involvement.